Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings of 422 mg/dl and has treated with a manual injection. Customer reported symptoms of excessive thirst. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No delivery alarm was noted in the alarm history. No further information reported.